Manufacturer narrative:
Result: scale board broken and hanging inside the footboard.

Event description:
It was reported by service report that the scale and bed exit alarm are not working. There was a reported patient fall, but it has not yet been determined if the fall resulted in any adverse consequences to the patient.